Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low glucose events while using the ilet. Device data showed a meal was announced at a bg of 68 mg/dl, with approximately 2.6 units delivered. The lowest recorded bg during the event was 63 mg/dl. The user treated the low with orange juice, glucose tablets, and candy. On 08/07/2025, follow-up confirmed bg values had returned to range and stabilized.